Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for hemolysis, with a lactate dehydrogenase (ldh) level of 409 u/l. The patient was started on 75 mg of persantine three times a day which was later decreased to 50 mg three times a day. The patient's ldh peaked at 672 u/l, at which time the persantine was discontinued, and integrilin and heparin were started. On (B)(6) 2015, the patient's ldh decreased to 296 u/l and the patient was discharged. The patient's ldh is being monitored every week.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. The pump remains in use supporting the patient. A root cause for the reported event could not be determined through this evaluation. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.